Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken main tube approximately 4.16mm from the distal tip. Components adjacent to this broken main tube show damage. There is exposed tubing fiber on the distal end of the tube. Additionally, the instrument was found to have a dislodged proximal clevis. The clevis does not show abrasions or scratches on the outer surface. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the force bipolar instrument had a broken part towards the tip. The procedure was completed with no reported injury.